Manufacturer narrative:
Unknown manufacturer: there (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. PMA/510(k)#: k980987 or k151766. A lot number could not be confirmed for this incident and without this information we are unable to determine the correct 510k. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 3ml ll 200 s/c had a hole in one syringe and the scale markings were missing on 2 other syringes. This was all discovered before use. The following information was provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported that there was a hole in one syringe and scale markings were off on 2 syringes. Caller reported a hole in 1 syringe and the markings were off on 2 syringes. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. (Contact: (B)(6)). Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.